Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Broken part disposed of, the body of the screw remains in the patient.

Event description:
As reported: "when tightening the screw into the plate the head of the screw snapped off leaving the body of the screw still inside the patient. Other screws inserted in the rest of the plate for fixation."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "when tightening the screw into the plate the head of the screw snapped off leaving the body of the screw still inside the patient. Other screws inserted in the rest of the plate for fixation."